Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert along with impedance alerts. The battery voltage started decreasing in july 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This report is being filed to correct the manufacturer information in sections manufacture name, city and state and MFR site.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) there was 12 percent battery remaining and the patient had only received one shock over the life of the device. The data from the device was sent to engineering for review. Upon review engineering determined the battery was depleting at an accelerated rate and suggested device replacement. At the revision approximately two weeks later and elective replacement indicator (eri) had been reached. The s-ICD was explanted and replaced. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx mode 1010 pg shortened replacement interval advisory population.